Manufacturer narrative:
(B)(4). Fracture of the inner coil was noted at 35.0cm from the distal tip, consistent with fatigue. This fracture is consistent with the field observation of noise.

Event description:
It was reported that inappropriate shocks due to noise were observed. Lead was explanted. No further information was available.